Manufacturer narrative:
The automatic merge between the CT pre-operative and the first MRI was tested at the manufacturing site and it was confirmed that the automatic merge failed due to the significant difference in the information contained in the CT scan compared to the MRI scan (set as the reference exam). The automatic fusion algorithm does not provide 100% of satisfactory results, therefore a manual adjustment frame is systematically proposed to the user to allow for manual adjustments of the fusion. In this case, the manual adjustment was feasible but the user decided to delete a few slices from the CT instead (slices with unnecessary information), which solved the issue. Merging the CT with the second MRI would also have provided a better automatic result, easier to adjust manually. The device behaved as expected and the surgeon was able to successfully resume the procedure. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
After placing fiducials, surgeon took an airo scan for registration. Field service engineer (fse) loaded the scan onto the rosa, but the first automatic merge to the t1 did not work automatically (merge was extremely inaccurate). Fse attempted the merge two more times, and finally was able to get series 5 to automatically merge to series 1 after removing some of the slices. Patient was under anesthesia, before first incision, no impact to patient, delay to case about 5 minutes.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After placing fiducials, surgeon took an airo scan for registration. Field service engineer (fse) loaded the scan onto the rosa, but the first automatic merge to the t1 did not work automatically (merge was extremely inaccurate). Fse attempted the merge two more times, and finally was able to get series 5 to automatically merge to series 1 after removing some of the slices. Patient was under anesthesia, before first incision, no impact to patient, delay to case about 5 minutes.